Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed the atrial lead position check and it was also noted that there was high thresholds with no capture during interrogation and under-sensing. The patient was put under observation. It was further reported that ra lead noise was visualized on electrogram. Dislodgement was confirmed via x-ray. The ra lead was reprogrammed and turned off. No patient complications have been reported as a result of this event.